Event description:
It was reported by the patient that the patient's implantable pulse generator (ipg)'s rate-response function was not programmed correctly and was not functioning. Follow-up with the patient's clinic indicated that the patient was seen by the physician. The physician reprogrammed the patient's ipg to resolve the rate-response problem. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4068-52 lead, implanted: (B)(6) 1998, 5024m-58 lead, implanted: (B)(6) 1998. (B)(4).